Manufacturer narrative:
A visual examination found that the device returned kinked in the middle of the catheter. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during testing of a generator and bipolar cable adaptor. No patient was involved. According to the complainant, during testing, the gold probe device was not burning properly; it had poor conductivity. The generator and bipolar cable adaptor were found to be working properly.

Manufacturer narrative:
(B)(4): probe fails to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during testing of a generator and bipolar cable adaptor. No patient was involved. According to the complainant, during testing, the gold probe device was not burning properly; it had poor conductivity. The generator and bipolar cable adaptor were found to be working properly.